Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had broken drawer. The nurse pulled the drawer too hard and pulled it off the track and broke the whole drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had broken drawer. The nurse pulled the drawer too hard and pulled it off the track and broke the whole drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer rail was damaged and was not allowing drawer to open. The field service engineer (fse) replaced the drawer using a spare/training unit to restore the live device to full service. A replacement drawer will be ordered for the training unit. The issue was verified, and the replacement drawer was installed and tested successfully. The user confirmed proper operation with access and scan/load functions. The system functioned as intended after the field service engineer resolved the issue.